Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to off no power alert. The customer¿s blood glucose was 124 mg/dl. Customer states this was the second occurrence of off no power without a low battery warning. Customer also stated that the insulin pump had blank display but returned after restart. Troubleshooting was performed. The insulin pump will be returned for analysis.